Event description:
It was reported that the customer was hospitalized with dka, troubleshooting indicated that the device was working properly and when the customer removed the infusion set the cannula was bent. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.